Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application crash after login. A technical support specialist noticed on the remote support service (rss) health page that the "time waiting for reboot (days)" was in critical status, dialed into the device, found it had not been rebooted for over 100 days (station uptime 3164:53), observed the device time was incorrect, corrected the time via command, rebooted the station, verified that the rss health page now showed normal status, sent an email to the customer confirming the issue was fixed, asked them to try logging in, and requested permission to close the case. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the application crashed after login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.